Manufacturer narrative:
This supplemental report is being submitted to provide update to h7 and h9 fields. Updated fields: h2, h7, h9, h11. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the rigid video scope emitted pink light. The issue was identified at the time of inspection for use. There were no reports pf patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fibre bonding in the outer tube area (distal end) is damaged, the charged coupled device unit is broken and resolution is inadequate. Based on the results of investigation, a probable root cause could not be identified. The resolution was inadequate due to broken charged coupled device unit. The most probable cause of damaged fiber bonding at distal end is traced to component failure due to stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.